Event description:
It was reported by the affiliate that when the device, with reload cartridge was used during a video assisted thorasic procedure, it would not open. The case was completed by cutting the tissue beside the jaw and using another device to finish the case. There was no consequence to patient.